Event description:
It was reported the device exhibited a motor not running error. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, no external damage was observed. A motor not running" error was found in the device's event history log. A flow test was performed, confirming the reported problem. It was determined the root cause was due to the mainboard not being installed properly into the extrusion. To address the issue the main board was re-installed into the extrusion. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.